Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer for analysis; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that during positioning of an embolization coil in a pseudo aneurysm, the coil detached in the catheter. The coil was removed in its entirety along with the catheter. There was no reported intervention or patient injury. The patient was reported to be stable.